Event description:
This css console was not on a pt. Customer reported that during routing console checkout, the backup controller would not pass dp/dt calibration on the right drive pressure measurement.

Manufacturer narrative:
The console was evaluated at the hospital by a syncardia service technician. Because the left dp/dt was too low and the right dp/dt was too high, both left and right humphrey valve bottoms of the backup controller were inspected. The conical spring inside each of the humphrey valves was removed. Spring tension plays a part in determining dp/dt values. The technician switched the conical springs inside each of the humphrey valves, and then reassembled and reinstalled the humphrey valves into the controller. After reassembly, a console validation test protocol was performed, and the css console successfully passed all criteria. The issue was resolved on site, and the actions performed by the syncardia service technician were verified to be effective by successful conduct of the console validation test protocol. A review of the console device history record revealed that the css was serviced in august 2008. No calibration issues were reported during servicing, and the css passed all production and quality testing prior to release. The css also passed a field console checkout, performed by hospital personnel, on (B) (6) 2008. This alleged failure mode has no impact on a pt because the css console was not supporting a pt when the issue was observed. In addition, it does not prevent the ability of the css console to perform its life-sustaining functions, because the css console has a redundant, primary controller, and redundant system performance was not affected. Syncardia has completed its evaluation of this complaint and is closing this file.